Manufacturer narrative:
Concomitant medical device: ipg sedr01 implanted: (B)(6) 2009.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection and vegetation on the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.